Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and bent cannula as well as insulin flow block alarm. The customer blood glucose level was 465 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined high blood glucose. It was unknown the customer was using auto mode. The customer was treated with manual injection for high blood glucose. The insulin pump will not be returned for analysis.